Event description:
It was reported that, (B)(6). Called me this morning at 7:45 am and relayed that she had spoken to r.w. Last night. He recently received the product correction bulleting from stryker on rejuvenate modular stems. He has used rejuvenate modular stem in pts and told her that he has had failures for the stem.

Manufacturer narrative:
This is the same pt/event as MFR number: 2249697-2012-00723. An eval of the devices cannot be performed as the devices were not returned to the MFR. Add¿l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.